Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported pump had spontaneous change to slow rate during oxaliplatin infusion with a patient last week which was reproduced. The cause was determined to be pressure plate travel was out of specification which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that had an issue while infusing oxaliplatin. It was stated that the rate at which the drug is infusing will spontaneously change to a slower rate during infusion, resulting in longer infusion times. The infusion initially runs at 270ml/hr, and changes to approximately 138ml/hr when they come back to check the infusion resulting into longer chair time of patient. There was patient involvement, but no known patient injury, or medical intervention associated with this event. No additional information is available.